Manufacturer narrative:
(B)(4). Additional information: batch # m54998. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m54998. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: what type of procedure was the device used in: laparoscopic rt. Hemi colectomy on the second firing, did the device staple: yes. If the device stapled, was the staple line complete: not perfectly. Some of staples are formed odd. So surgeon reinforced. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight): irregular and legs straight. On the second firing, did the device cut: yes. If the device cut, was the cut line complete: cut line was completed. How was the procedure completed: surgeon reinforced on staple line. Did any pieces fall into the patient: no. Will all pieces be returned with the device: yes it was returned.

Event description:
It was reported that during an unknown procedure, the firing knob was broken at the second time firing. Unknown how case was completed. There were no adverse consequences for the patient.